Event description:
Boston scientific received information that this implantable defibrillation lead exhibited low pacing impedance measurements, including out of range measurements. Threshold measurements had increased slightly and sensing measurements had decreased. Noise was not observed or produced in clinic. An invasive procedure was performed to replace the lead. Upon opening the pocket lead damage due to clavicular crush was found. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.